Manufacturer narrative:
Pump received with broken battery tube threads, broken reservoir tube lip, cracked case at the reservoir tube window corners and cracked reservoir tube window. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
It was reported that the insulin pump had physical damage. Customer blood glucose was unknown at time of the event. Customer was advised a replacement will be sent. Insulin pump is expected to return for analysis.

Manufacturer narrative:
The initial report was submitted with the wrong aware date. The correct date is 16-mar-2020.